Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was a faulty power supply unit. The root cause of why the power supply unit failed could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The power supply was faulty and causing the unit to not power up properly. The power supply will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system lost power during reprocessing. According to the initial reporter, a guide wire had made contact with the wires on the scope, causing a loud "popping" sound and then a loss of power. This event occurred during reprocessing and had no patient involvement.